Event description:
Per the audiologist's report, this patient was hospitalized and treated with vertigo in 2006. His physician diagnosed him with vestibular neuritis. His auditory performance has decreased. A CT scan has confirmed the device is properly positioned. Results of integrity testing were consistent with normal device function. No further information on this patient's status is available.